Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 4.8 inr. The customer had a lab test within an hour and the result was 3.3 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer's coumadin dose was withheld overnight based on the meter result. The customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes and is not anemic. Coumadin dose was changed by about 1mg following the previous meter test on (B)(6) 2018. Customer has recently started digoxin and is using a nebulizer for bronchitis beginning at the end of (B)(6). The customer is sensitive and bleeds easily but has not required any treatment. There was no allegation of an adverse event. Corresponding retention test strips (297787) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.